Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced recurrence, adhesions, discomfort, diastasis of rectus, and eventration of mesh. Post-operative patient treatment included hernia repair with new mesh, removal of mesh, myofascial release, abdominal wall reconstruction, right and left rectus abdominis myofascial flap, abdominal wall reconstruction, and lysis of adhesions.